Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change with moisture) issue. The reporter alleged the audio bolus button was under responsive. The audio bolus button cover was missing/peeling prior to this occurrence. It was also alleged that there was moisture behind the display screen. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: during investigation, moisture was found behind the display lens. The audio bolus button cover was missing. A leak test was performed and failed due to a leak in the audio bolus button. The pump was unable to be powered on and the display and keypad buttons were unable to be tested. The pump was opened to find evidence of moisture throughout the pump internally.